Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was 42 mg/dl at the time of the call. The customer stated that their threshold suspend was set at 60 mg/dl but the customer went as low as 42 mg/dl without knowing. The customer was treated with honey. The customer was assisted with the issue and found that the alarm did in fact go off as it was supposed to for the threshold suspend. The customer did not return the product back for analysis.